Event description:
In 2009, the lay user/pt contacted lifescan alleging that a one touch ultra 2 meter had a battery indicator issue. The pt indicated that the alleged meter issue started about one week prior, at an unspecified time. As a result of the alleged meter issue, the pt took her usual dosage(s) of medication(s). On the day of the event, after lunch, the pt claimed that she developed symptoms of sweating. The pt denied receiving medical treatment because of the alleged meter issue. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes mgmt regimens, what actions the pt took before and after the symptoms developed, what medication(s) the pt took in response to the alleged meter issue, and if the pt modified her diet during the time of concern. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.